Event description:
The patient reported that the bolus history did not record his bolus. The patient reported that he delivered a bolus for lunch and his blood glucose responded as if the pump delivered insulin but the bolus did not show up in the history. The patient confirmed that the pump definitely delivered the bolus. The patient confirmed that all other boluses were delivered and recorded properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there is no activity outside normal patient use observed in the pump history. A review of the pump history indicated that a 1.3 unit bolus was delivered on the date of the reported incident, (B)(6) 2011, at 12:32 pm. A normal bolus and an audio bolus were successfully programmed and delivered, and both were accurately recorded in the pump history. There was no defect found on investigation; the complaint could not be confirmed or duplicated.